Manufacturer narrative:
Resubmission of initial report due to report code error the issue is a reportable adverse event in the USA due to data loss, without contribution of the syngo.plaza product. (B)(6).

Event description:
All images on the syngo.plaza system were not accessible in the online storage disks. There were multiple power blackouts and no uninterruptable power supply (ups) is installed, which could withstand voltage variations. The damage on the sts arrays was unrecoverable and the system was reinstalled from scratch to make storing of new images possible again. During attempts to restore data from syngo.plaza's archive also a major damage on its disks was identified because of the same power outages. All data on the archive (5375 studies) cannot be accessed on its filesystem as well. The restore and checks on the archive are ongoing, if the filesystem can be made accessible again and thus use it for the restore. The customer was informed about affected patients/studies. Based on quantum, of currently not accessible data, this is preliminary treated as a data loss.

Manufacturer narrative:
Siemene service organization in mexico was able to recover the affected files on the syngo. Plaza system. The system works as specified.